Event description:
Adverse event(s): "no pt harm/injury." (No consequences or impact to pt). Product problem(s): "system message code displayed." (Device displays error message); "fluid leak." (Fluid leak). A customer reported a system message was displayed during surgery. There was solution leaking into machine, which was reported to possibly be caused by drain bag problems. No pt harm was reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).